Manufacturer narrative:
The suspect device is not expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that a patient had lost consciousness while lying flat, during a routine medical examination. The patient was transferred to the hospital. CT findings showed 3 cm tumor occluding almost of the patient's airway. A debulking procedure was achieved, and endotracheal intubation was completed. The pathology findings showed the patients tumor was benign. An aero stent [2 x 4 cm] was placed within patient's trachea to cover the tumor. After the placement of the stent, extubating was achieved, and the patient was discharged to home. Due to the development of granulation tissue around the stent, interventions were performed 6, 10, 16 and 19 months after the original deployment of the stent. However, granulation tissue gradually got harder, and the treatment was more difficult for the patient. In addition, stent migration was also suspected. Surgical stent removal was then planned and was conducted with a rigid endoscope. The (metal) framework within the stent could be grasped with alligator forceps. It was torn off into small pieces. After repeating the attempt for a few times, the cranial end of the stent was then grasped, and the stent was successfully explanted by rolling it up and pulling it into the rigid endoscope. Four months after surgical removal, airway stenosis has not been found within the patient.

Manufacturer narrative:
The suspect medical device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. The device history record was reviewed, and no exception documents were found. A search of the complaint database was performed and no similar complaints for this lot number were identified. Should the device be returned later, the investigation will be reopened.